Event description:
Both my wife and I had allergic reactions to the adhesive used in these sterile pads. We were both using them to cover other skin problems, so the allergic reaction has exacerbated our condition. You know it is from the adhesive because the allergic reaction is a perfect rectangle the same size as the bandage. Dates of use: 2009. Diagnosis or reason for use: cover skin wound/infection.